Event description:
A physician emailed the cook sales rep and stated that the hospital had experienced a major clinical incident resulting in death of a patient while using a thai-quick chest tube set. The doctor advised that they had reviewed the situation and believe that the equipment was used incorrectly, rather than being a direct problem with the equipment itself. The doctor added that he was not going to divulge details of the incident until approval had been sought from the hospital mediolegal division to enable him to discuss it further . The relevant person would not be available for him to request permission until after tuesday (B)(6) 2014. Patient death. Additional information received (B)(6), 2014: an icc insertion into left chest cavity for pneumothorax was being performed on a (B)(6) female patient with pre-existing condition of ards (adult respiratory distress syndrome) from pneumonia. The patient was also on mechanical ventilation with pneumothorax. Icc trocar inserted to 12cm mark. Upon removal of trocar, blood poured out. (The physician inserted icc through spleen into abdomen, which resulted in major bleeding). Patient needed emergency resuscitation an taken to theatre for emergency thoracostomy/laparotomy for bleeding. The patient died in surgery. The icc was retrieved by the coroner. Additional information/clarification taken from rep email (received february 06, 2014) describing a telephone conversation with the physician that occurred january 29, 2014): a patient was in ICU. A registrar inserted a 32 fg thal quick into the patients right side for a r sided pneumothorax. Upon an x-ray - it was noted that the tube had been inserted too far and had crossed the mediastinum - midline and caused a left-sided pneumothorax. Upon an x-ray - it was noted that the tube had been inserted too far and had crossed the mediastinum - midline and caused a left-sided pneumothorax. He now needed to do a left-sided insertion of a tube. Another 32 fg set was opened and along the way, the registrar couldn't find the plastic j wire straightening device so he then proceeded to do an "open" procedure using the sequential dilators to 'dilate up' but without the use of a wire. He inserted the catheter (chest tube assembly - catheter and chest tube inserter) and when he removed the chest tube inserter the patient bled out. The patient was taken to ot for emergency surgery but died. The dr said that the registrar had severed the spleen and lacerated the lobe of the liver.

Manufacturer narrative:
(B)(4) - over insertion of the needle and/or dilators may result in serious harm to the patient is labeled in the IFU. Unknown as lot is unknown. Event evaluation: still under investigation.